Event description:
New information notes that the lead had been explanted and replaced. The patient was stable pre and post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an apparent micro dislodgement. This was thought of because the lead exhibited increased capture thresholds, low pacing impedance, far p-wave oversensing, and decreased r-wave amplitude. Lead revision was discussed but had not been performed as of yet. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.